Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: neu_siliconeanchor, serial# unknown, product type: accessory. Analysis of the implantable neurostimulator (s/n (B)(4)) found no anomaly.

Event description:
The healthcare provider (hcp) reported that very shortly after placement the consumer, who was in a clinical study, started experiencing a lack of therapeutic benefit, and their pain was exacerbated. Reprogramming was performed on (B)(6) 2016, but ultimately the system was explanted on (B)(6) 2016. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.